Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited an alert for shock impedances measurements out of range. Technical services (ts) reviewed and recommended to check the patient in clinic for an interrogation. This lead remains in service. No adverse patient effects were reported.